Event description:
Pt reported an alleged leak in the tubing close to the port. The pt stated that there was no feeling of restriction from the band, so the pt visited the doctor who performed a fill. The pt had two add'l over a span of three weeks and each time would return with no fluid in the band.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report will not be returned as the device was not explanted. Based upon the implant date provided by the rptr the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."